Manufacturer narrative:
Rupture will be unreported.

Event description:
Healthcare professional reported device was found to be intact during surgery. Rupture will be unreported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "scar tissue and radiating pain and soreness that comes and goes" confirmed via ultrasound. Healthcare professional later reported "implant exchange with no complaint against the device". Later healthcare professional reported "rupture" confirmed via ultrasound. This record is for the right side. The device remains implanted.